Manufacturer narrative:
The evaluation of the submitted system controller log files confirmed the reported low speed/pump stoppage events; however, a specific cause for the interruptions in pump function could not be conclusively determined. Review of the first submitted log file dated (B)(6) 2017 contained data from (B)(6) 2017 4:20 - (B)(6) 2017 10:09 and showed that a pump stoppage was captured on the first line of recorded data at (B)(6) 2017 4:20, which correlated with low speed advisory/hazard alarms as well as a low flow hazard alarm. Additional low speed events and a pump stoppage were subsequently captured at timestamp (B)(6) 2017 6:59, which were associated with low speed advisory/hazard alarms as well as a low flow hazard alarm and driveline disconnected alarm. At timestamps (B)(6) 2017 4:43 and (B)(6) 2017 4:55, the pump speed dropped below the low speed limit and low speed advisory alarms were recorded. All interruptions in pump function occurred while the system was connected to the power module only and appear consistent with a potential percutaneous lead wire compromise; however, perc lead wire damage could not be confirmed because the product remains in use. On (B)(4) 2017, a technical services representative performed a percutaneous lead evaluation under work order (B)(4) and no pump stoppages were reproduced. The account decided to send the patient home with an ungrounded patient cable. The account subsequently reported that the patient was accidentally connected to a regular grounded patient cable in the clinic on (B)(6) 2017 resulting in low speed/pump stoppage events, which were confirmed to have occurred on (B)(6) 2017 between 10:14-10:17 through the second submitted log file dated (B)(6) 2017. However, the issue was reported to have quickly resolved and no other atypical events were captured in the log file containing data from (B)(6) 2017 16:58 - (B)(6) 2017 10:22. The patient remains ongoing on vad support using an ungrounded patient cable and no additional events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A distal end percutaneous lead (driveline) replacement was not performed. The patient was provided with an ungrounded power module patient cable to use indefinitely for use while on power module support. The patient and pump function will continue to be monitored. No additional information was provided.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that pump stoppages occurred with the patient¿s positional changes. The patient was asymptomatic. The manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional alarms were reported after the replacement. No additional information was provided.